Manufacturer narrative:
Follow-up 06/14/2016: contact reported that customer's blood glucose (bg) levels have been normal except for a bg levels of up to 300 (mg/dl) on (B)(6) 2016. Customer treated bg level with a bolus. Customer has been removing air from the cartridge properly and has been using a different body area for infusion sets. The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 416 (mg/dl). Customer changed pump supplies and administered a bolus to treat bg levels. Reportedly, customer believes that bg levels elevated once the insulin in the pump cartridge decreases below 80 (units). Contact performed troubleshooting with the pump and saw insulin exit from the tubing. Customer uses humalog insulin, and review of pump data revealed that customer changes pump cartridges every 4 days. Contact also reported that the customer does not use bg levels or carbohydrates consumed to calculate boluses. Customer was reminded that humalog is indicated for use of up to 48 hours, recommendation was made to enter bg levels in to the pump when administered correction boluses, and recommendation was made to move infusion sites to another area of the body.